Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 79-year-old male with an indication for acute myocardial infarction/cardiogenic shock (ami/cgs). Based on the information available, the patient developed a hematoma at the impella femoral access site. At this time, no device performance issues have been reported, and it is unknown whether the impella device or its use contributed to the hematoma. The patient¿s underlying critical condition, including (ami/cgs) acute myocardial infarction/cardiogenic shock and scai stage e presentation, may have contributed to the overall clinical outcome. The patient withdrew care and expired at the time of explant. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to cause of death and is more likely due to the patient¿s declining clinical condition.

Manufacturer narrative:
Corrected information has been provided in d1. This report is submitted as a follow up to provide corrected information following an internal review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.